Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had an accident in which a tire fell on the area where the extensions lie and has had an impedance issue since. The patient was going to meet with their physician to move stimulation offthe electrodes with the impedance issue. It was the rep¿s understanding the issue would not be resolved without a revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer's representative (rep) that the patient saw 1703 and 1098 error messages on the handset. The patient tried to increase stimulation because they felt they were not getting as much therapy. The rep said the patient didn't specifically report any symptoms. Technical services(ts) reviewed errors 1703 and 1098. Reviewed potential for high impedance as the cause of error messages. The rep would meet with the patient for further diagnosis. The rep mentioned that the hcp felt something was draining the battery when the patient went to the neurologist the last time (the rep didn't give a timeframe for the previous hcp visit). The caller was not with the patient. Additional information was received from the manufacturer representative (rep) that they were with the patient and got the message that the ins could not deliver the desired settings. Tss advised this is typically related to high settings and/or impedance issues. The rep said they did an impedance check, and a couple of contacts seemed to have impedance issues; the caller noted that the patient was currently programmed on one of these contacts with an impedance issue. Tss advised that programming around this contact should be done to achieve the desired settings and the patient's benefit. The rep noted an x-ray was done to see if break/damage to lead/components could be verified but did not state if anything had been found. The patient would follow up with the doctor. Additional information was received from the manufacturer representative (rep), who confirmed with the consumer that the impedance issue started after a patient's accident in which a tired fell on the shoulder/ neck area. They performed multiple impedance checks, and the impedance did not resolve. The rep would go to the neurologist to change the programming. The rep also mentioned that they were not privy to the conversation or in the room about the battery draining issue.